Event description:
The patient experienced a loss of therapeutic effect after exposure to a security gate at the airport. The patient had more frequent urination. The patient was also unable to adjust stimulation both with or without the antenna. The patient received a new programmer, but still was unable to adjust stimulation. Additional information was requested.

Manufacturer narrative:
(B)(4).